Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). The product in question is not available for manufacturer's laboratory investigation. Based on this a confirmation of the failure by a laboratory investigation was not possible. A review for similar complaints was performed and one similar incident was found to be investigated as follows: the oxygenator was tested for it's performance. No abnormalities were detected. By rpm of 2000 a flow of 5.3 lpm was observed. Based on this the failure could not be confirmed. To perform a DHR review for the specific product was not possible as the UDI and lot # of the oxygenator is unknown. The product was scrapped by the hospital. The failure was determined to be the second of its kind for the specific pls - set and is being handled through a designated maquet cardiopulmonary trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination of applicable investigation. Due to this no further action will be completed at this time.

Event description:
According to the customer: the patient underwent operations 2 times surgically, and she was under intensive care. The patient had pneumonia (result from chest x-ray) but had worsened to ards(acute respiratory distress syndrome). So ECMO (extra corporal membrane oxygenation)(v-v mode) was operated and ards was getting better. But 4 days after ECMO, clotting was discovered so they replaced by new be-pls. When replaced, at that moment, event occurred like lpm declined to 0.8l/min from 3.8 l/min.